Manufacturer narrative:
The complaint device was received and evaluated; the quality engineering department investigated the device's condition, tip breakage, and came to the conclusion that the most likely cause for the breakage was off axis side load to the device while attempting to deploy the sheath into the bone tunnel. Outside of that consideration we cannot discern any other root cause for the device's condition. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of an intrafix tibial sheath inserter broke off into the sheath whilst the surgeon was inserting the sheath into the bone tunnel. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.